Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to wiggle the usb cable in order for the pump battery to successfully charge. Blood glucose level was 120 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.